Event description:
Customer reports single transducer line with fluid in it hooks up to heparin bag. Comes apart just below drip chamber. Customer states they had a similar incident six months ago, but has not documented in bd's database.